Event description:
An (B)(6) male pt underwent aaa repair on (B)(6) 2011. The pt's anatomical form was suitable for endovascular repair. The pt had hyperpiesia as anamnesis. Flushing of the device was performed to release air and the device was used as prescribed. When the grey positioner was removed, blood leaked severely from the hemostatic valve. The valve rotator was rotated to be closed position immediately, but blood kept leaking from the gap of the valve rotator. (# 1820334-2011-00573) it was resolved when the ipsilateral iliac leg delivery system was inserted. However, blood leakage also occurred when ballooning was performed from the hemostatic valve of the ipsilateral iliac leg sheath. (# 1820334-2011-00574). A total of 500cc of blood leaked. The physician placed priority on completing procedure expeditiously. The pt is fine after the procedure.

Manufacturer narrative:
Blood loss is addressed in the IFU. Valve leakage is not addressed in the IFU. Event is still under investigation.